Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The reported blood glucose reading at the time of the call was 36 mg/dl. The customer stated that she has been experiencing early morning low blood glucose levels ever since changes were made to her settings by her health care professional. Troubleshooting was performed and the insulin pump was programmed correctly. However, the insulin pump was not accounting for the boluses and basal rates correctly in the daily totals. Advised the customer to discontinue using the insulin pump and revert to a back up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.